Event description:
It was reported that during t-buttress plate surgery, the surgeon inserted the screw. However, the length of screw used was long and the surgeon removed the screw. The surgeon found some metal shaving from the screw. The metal shaving were retrieved from the wound. The surgeon changed the screw to a new screw and the procedure was completed.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.